Event description:
Procedure type: bowel resection. According to the reporter: the instrument misfired. Many of the staples did not form at all. As a result the doctor had to redo the anastomosis. Full recovery of patient. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision by more than 1 inch, no unanticipated loss or irreversible damage to vascular tissue. Nothing fell into patient cavity. Additional information requested via email.

Manufacturer narrative:
(B)(4).